Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient had been having trouble with the equipment connecting to the pump for the last few days. Today they had to shut down the equipment 3 or 4 times. They went to the clinic and had the pump checked and  were told that there was nothing wrong with the pump. It just wouldn't connect to the pump and that the handset would display pump not found. They closed all apps on the handset and then attempted to connect to the pump. They confirmed seeing that the communicator blue light was solid. They said the handset always got stuck and lagged at 91% when trying to connect. Agent reviewed data and assisted them through deleting the data. They were able to connect to the pump without any lag and would call back if further assistance was needed.